Event description:
It was reported that approximately three years post vena cava filter implant, the patient presented with shortness of breath. No other information was provided. Current patient status is unknown.

Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive. Unable to determine the root cause based upon the available information.